Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported the patient had lost stimulation. An impedance check revealed high/invalid impedance on all contacts. As a result, the lead was explanted and replaced. Surgical intervention addressed the patient's issue.